Manufacturer narrative:
The device was received for evaluation. Visual inspection noted a recessed glad. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device had an issue where "the center was depressed and was leaking blood from the IV.¿ the device was connected to a non-baxter set while administering 5% dextrose. There was no patient injury or medical intervention associated with this event. No additional information is available.